Event description:
It was reported that there was change in therapy effect. It was noted that the patient was having symptoms like he was not getting medication from the pump. The patient had increased spasticity and rigidity. It was noted that this had been occurring on and off for the past six months. It seemed to be more persistent for the past two months. It was noted that the patient never had "flat out withdrawal symptoms." The symptoms went on for days when "this occur." The patient was progressively worse over the past months and was no longer ambulatory. Patient's symptoms seemed to diminish when the patient was supplemented with po baclofen. Catheter aspiration and dye study were performed and "everything looks patent." Fluoroscopy with high contrast CT showed "everything to be patent and intact." It was noted that volume discrepancies occurred at a refill a month prior to the date of this report. The expected residual volume was 4 ml, and the actual residual volume was 5.5 ml or 6 ml. It was noted that the pump was always off by one to two mls, and three mls at the most. No alarms had been heard. The pump was used to deliver gablofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).